Event description:
It was reported that the patient methicillin-resistant staphylococcus aureus (mrsa) in their blood on (B)(6) 2024. On (B)(6) 2024 the patient had repeat cultures which were again positive for mrsa and antibiotics were changed to vancomycin (vancocin) and cefepime (maxipime). The patient's pleural fluid from (B)(6) 2024 grew klebsiella pneumonia. The patient's automatic implantable cardioverter defibrillator (aicd) and leads were removed on (B)(6) 2024 due to vegetation. On (B)(6) 2024 the patient's bronchial fluid, obtained during a bronchoscopy, grew vancomycin-resistant enterococcus (vre) and escherichia coli (e. Coli). The patient passed away due to septic shock on (B)(6) 2024. It was noted that the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was admitted for their methicillin-resistant staphylococcus aureus (mrsa) infection (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.